Manufacturer narrative:
Citation: campante teles et al. Sequential transcatheter aortic valve implantation due to valve dislodgement - a portico valve implanted over a corevalve bioprosthesis. Rev port cardiol. 2017;36(3):215.e1-215.e4. Http://dx.doi.org/10.1016/j.repc.2016.03.012. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding in (B)(6) female patient with severe symptomatic aortic stenosis (as) who underwent implant of a medtronic corevalve (serial number not provided). During the implant procedure, the valve became dislodged and migrated to the ascending aorta. A snare technique was used to reposition the prosthesis upward, without affecting the coronaries. It was decided to suspend the procedure and postpone any possible second intervention. No neurologic, aortic or peripheral vascular complications occurred. One year later the patient¿s as worsened, and she was hospitalized for congestive heart failure. The heart team decided on a transcatheter aortic valve implant (tavi) with a non-medtronic valve. The previously abandoned corevalve was immobilized with a 15-mm snare loop, and the new valve was successfully implanted valve-in-valve. Post-dilation was performed for under expansion. At one-year follow-up, transthoracic echocardiogram (tte) revealed the two bioprostheses overlapping with appropriate transprosthetic gradients and associated mild to moderate leak. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
A review of the medtronic global complaint handling database with the provided device identifier(s) returned no duplicate records or regulatory reports. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided the valve serial number (B)(4) and the patient's weight (B)(6).